Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved could not confirm the report. The handle, loading catheter, barrel, and trigger cord were included in the return but the black and amber bands were not returned. An evaluation of the handle wheel movement was performed and the wheel functioned as intended. The trigger cord was examined and all 12 deployment beads were present. The beads were verified for correct location using bead inspection plate. The beads were examined using magnification and found to be correctly filled and had no evidence of excess flash. The length of the trigger cord was measured and is within tolerance. The trigger cord was intact and not broken. The barrel was visually inspected and no defects that might lead to premature band deployment were found. A product specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The lot number associated with this complaint was researched to determine the manufacturing date of the actual bands. We can conclude from these dates that the bands were within the acceptable age date range to ensure the bands maintain their elasticity properties. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: we could not conduct a complete investigation because all the necessary components of the used product said to be involved were not returned for evaluation (bands). A definitive cause for the reported observation could not be determined. Rapid rotation of the ligator handle can contribute to premature band deployment. The instructions for use direct the user to maintain suction and deploy the band by rotating the handle clockwise until band release is felt. During the procedure, endoscopic suction is applied to the banding site to properly place a ligator band. Premature band deployment can also occur if the handle is rotated before maintaining suction on the banding site. The instructions for use advise the user to maintain suction while deploying the band. If the ligator handle is in the firing position while the endoscope is straightened, this can result in premature band deployment due to tension on the trigger cord. The instructions for use direct the user to place the handle in the two-way position before straightening the endoscope. Another possible contributing factor to premature band deployment includes allowing the trigger cord to become lodged between the barrel and the distal end of the endoscope. This can restrict trigger cord movement and result in premature band deployment if enough tension is applied to pull the cord free. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During the esophageal banding procedure, a cook 6 shooter saeed multi-band ligator was used. The banding site was easy to gain. The first two (2) bands did not deploy when the string was pulled. Both of them hung at the deployment string. However, when the string was pulled to release the third band, all three (3) bands were deployed and released from the string onto the varices in one go. The user was happy the bands could be released and decided to stop the therapy unfinished. The user wanted to check the situation [varices] on the next day. All bands were gone, the physician decided not to start a new try with another cook ligation device. The patient could leave the hospital without therapy. A follow-up procedure the next day confirmed the deployed bands were left to pass naturally through the patient's body. No other section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. In a few weeks the user wants to check again [varices site]. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.